Event description:
It was reported that a pump malfunction occurred, displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to multiple daily injections as a backup therapy until a replacement pump was provided.